Manufacturer narrative:
It was reported that the patient underwent skin revision under a general anaesthetic during an abutment change (date not reported). The patient was administered topical antibiotics. This report is submitted on january 23, 2019.

Manufacturer narrative:
Device details were not available as at the date of this report.

Event description:
Per the clinic, the patient experienced infection and pain with device use. There are plans to explant the device; however this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.